Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test on her contour next one meter and obtained a reading of 206 mg/dl at 2:02 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 0bv2g59 for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips and returned control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.